Event description:
The pt developed an infection and the pump system was removed. The pt recovered without sequela. The drug that was administered via the pump was hydromorphone. The daily dose was 60mcg/day of a concentration of 500mcg/ml.

Manufacturer narrative:
(B)(4).